Event description:
The lay reporter/ husband contacted lfs on (B)(6) 2011 alleging that his wife's one touch ultralink meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call placed by the patient's husband the reporter mentioned that on (B)(6) 2011 at 3:00 am, his wife had passed out and ems was contacted and she was treated with a glucagon injection. The patient was not tested on another device. It is unknown how soon after treatment the patient had regained consciousness. The reporter had mentioned that the patient had passed out due to her meter had not been working for 4 days prior to the symptoms. No further clinical information was provided about the incident. It would have been helpful to know the patient's diabetes regimen and last reading the patient had obtained on the meter. It would have also been helpful to confirm whether or not the patient was tested on another device. This was not the first time the product was being used. There was no misuse of the product. The meter powered on by pressing the power button, and when inserting a test strip into the meter. She was using the correct test strips. The product was replaced. The complaint is being reported since the reporter mentioned that due to the meter not powering on, the patient was unable to test and later developed symptoms and had to be treated with a glucogon injection by ems.

Manufacturer narrative:
The 510 (k) # is k073231. Product was replaced and requested back for investigation. Product was returned and tested and meter passed testing. No problems were found.